Event description:
It was reported that the controller exhibited a loss of power with a high priority alarm and that the batteries exhibited a critical battery alarm. It was reported that the patient had disconnected a power source and reconnected another battery, then the power loss and alarm occurred. The prior power source was reconnected and the alarm resolved. Connector pins were all observed to be straight, though some dust was noted. The controller remains in use and the batteries were removed from use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery. Model #: 1650/ catalog #: 1650/ expiration date: 30-jun-2021 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 14-jun-2020, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650/ catalog #: 1650/ expiration date: 30-nov -2021 / serial #: (B)(4).UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 02-nov-2020 labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650/ catalog #: 1650/ expiration date: 30-jun -2021 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 14-jun-2020, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650/ catalog #: 1650/ expiration date: 30-sep-2022 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 25-sep-2021. Labeled for single use: no. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller ((B)(6)) was not returned for evaluation. Four (4) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed visual inspection and functional testing. Internal inspection did not reveal any anomalies. Review of the controller log files revealed a controller power-up with associated pump start event logged on (B)(6) 2022 at 08:47:51. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 67% relative state of charge (rsoc) and an active adapter was connected to power port two (2). The data point recorded after the loss of power revealed that no power source was connected to power port (1) and an active adapter was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 13 seconds. A loss of power to the controller will result in a continuous audible alarm, which corresponds with the reported high priority alarm. Review of the alarm log revealed no alarms logged within the analyzed period. As a result, t he reported loss of power and high priority alarm events were confirmed, however, the reported critical battery alarms and connector pins dust events could not be confirmed. A possible root cause of the reported connector pins dust event can be attributed but not limited to the handling of the device. A possible root cause of the loss of power and the resulting continuous alarm can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. (B)(6) additional products: d9: yes, return date: 30-jan-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) d9: yes, return date: 30-jan-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) d9: yes, return date: 30-jan-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) d9: yes, return date: 30-jan-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.